Event description:
The caller reported that the pt was being weaned and the cuff was deflated and the tube was capped. After a couple of minutes, the pt became very distressed and indicated that he could not breath. The caller checked the pt and found that the cuff was inflated. The caller deflated the cuff and observed the pt. After just a couple of minutes, the pt again became distressed and again the cuff was inflated. The caller discovered that with either a cap or speaking valve on the tube that it would self inflate within a couple of minutes and the pt was not able to breath. The tube was removed and replaced with another.

Manufacturer narrative:
Return of the xlt tracheostomy tube for failure investigation has been requested. The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted.